Manufacturer narrative:
(B)(4).

Event description:
Doctor indicated iipdtl driver would not disengage from implant and he had to apply force in order to separate it from the implant.

Manufacturer narrative:
One certain® implant driver tip (long) was returned for inspection. Visual inspection revealed wear minimal wear about the driver¿s surface. The o-ring in good condition. The reported implant was not returned for inspection. The part was functionally tested. A house implant was able to engage with the returned driver and disengage as normal. No deficiency was detected. Therefore the complaint is unconfirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A root cause for the reported event could not be determined, as no deficiency was detected following inspection. The following sections were updated: date of this report, date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes,¿ evaluation codes, additional narrative.